Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 10-jul-2023 investigation summary thirteen samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: this problem went away a few months ago as we pulled the lot numbers from our stock and had correspondence with you. We are having the problem once again. After you get the needle out of the manufacturing wrapper and place on the syringe...there is a 'pressure' that enables you to push the vaccine liquid up into the needle. You are unable to give the vaccine. We first noticed the problem 5.22.23 and I asked our staff to save the syringes. Thus far we have 15 syringes saved. The lot number 2195356 the expiration is 6.30.2027. Ref # is (B)(4). There is one other number above the barcode: (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: this problem went away a few months ago as we pulled the lot numbers from our stock and had correspondence with you. We are having the problem once again. After you get the needle out of the manufacturing wrapper and place on the syringe.there is a 'pressure' that enables you to push the vaccine liquid up into the needle. You are unable to give the vaccine. We first noticed the problem (B)(6) 2023 and I asked our staff to save the syringes. Thus far we have 15 syringes saved. The lot number 2195356 the expiration is 6.30.2027. Ref # is (B)(4) . There is one other number above the barcode: (B)(4).